Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They had changed the battery 4 times already. They went to give a bolus for breakfast but it was not on. The customer¿s blood glucose level was 297 mg/dl. The customer also reported that they received a failed battery alarm. They were assisted with clearing the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.